Event description:
It was reported that a patient underwent an inflammatory bowel disease procedure on (B)(6) 2024; and a suture was used. The needle detached from the suture during gastrointestinal anastomosis. Suture method was continuous suture and the product was used on digestive tract. The surgeon did not pull the suture excessively. It was not a control release needle. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device.the returned sample revealed that it was received one detached needle and one small suture piece that pertained to product code y304h. During the visual inspection of the detached needle, the needle hole and swage area were noted with excessive marks probably caused by a surgical instrument. In addition, it was noticed that there were remnants of the suture in the needle hole. Also, the received suture was inspected, and the extremes were noted to be cut probably caused by a surgical instrument. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device tgmkdr / y304w33 batch number, and no non-conformances were identified.